Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump unexpected restarted and that they have been having high blood glucose since then. The customer did not indicate the blood glucose level at the time of the incident. The customer was able to clear the power loss alarm and successfully rewind the insulin pump. The customer declined to trouble shoot the high blood glucose because she is sick. The customer was advised that based on her carelink report that there were no settings changes or unusual alarms, and that she was receiving her regular basal dose. The insulin pump will not be returned for analysis.